Event description:
It was reported that the pt felt warmth over the implantable loop recorder (ilr) during an MRI scan. The MRI scan was aborted. There was a reported "round area of redness" located superior to the top of the ilr device, which the pt indicated an ECG electrode had been placed. The pt also indicated that she did not have this reaction to the other two skin ECG electrodes placed elsewhere on the body. The pt was discharged home and reported the sensation dissipated after about an hour. No further pt complications were reported.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events where the product remained in use; date range (B)(6) 2008 and (B)(6) 2010. This medwatch report represents 1 of 9 events (event type code serious injury). This event occurred outside the us. All info provided is included in this report. If add'l relevant info is received, a supplemental report will be submitted. Pt info is not generally available due to confidentiality concerns.

Manufacturer narrative:
This report is being filed under (B)(4) for a 2 year retrospective review of reported events where the product remained in use; date range (B)(6) 2008 and (B)(6) 2010. This medwatch report represents 1 of 9 events (event type code serious injury). This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): (B)(6) - not analyzed/met expected longevity.